Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc and system information was not supplied. No issues are being reported on the instrument; this reportable event is a reagent related issue. Applications technical support (ats) troubleshot with the customer and resolved the issue with a new reagent. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a patient's access free triiodothyronine (ft3) - thyroid hormone results have shifted 20% lower when using the reagent lot 070139, generated by the unicel dxi 800 access immunoassay system. The shift is outside the assays precision claims, which is noted to be less than or equal to 12%. No patient results were provided by the customer. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.